Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the tampon pieces. She saw her doctor to make sure there were no tampon pieces remaining. Her doctor removed one small remaining piece of pledget. She did not receive any additional medical treatment and did not experience any adverse health effects.